Event description:
The loaner core impaction drill was sent in for eval due to overheating during a procedure. Another device was available and it was used to complete the procedure. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the overheating was attributed to the rotor, driveshaft and spindle housing which were stuck together due to corrosion.